Manufacturer narrative:
H2: additional information ¿h6: health effect - clinical code¿ h3, h6: the associated devices were returned and evaluated. The visual inspection revealed damage to the outer profile of the liner, with scratches and gouges on the device. Also the metal ring is bent. The visual inspection of the returned femoral head revealed scratches and nicks to the outer profile. The clinical/medical investigation concluded that, without the supporting medical documentation, the root cause of the reported recurrent dislocations and revisions cannot be definitively concluded; however, the patient's body mass index, condition of surrounding/supportive soft-tissues in light of the multiple left hip interventions, and patient activity are likely contributing factors to the reported events. The patient impact is determined to be the reported instability/joint laxity after feeling the ¿2 pops¿ with swelling and pain along with the need for an assist device. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for total hip systems revealed in the postoperative warnings and precautions section that the patient should be advised to report any pain, decrease in range of motion, swelling, fever, squeaking, clicking, popping, grating, or grinding noises, and unusual incidences. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a revision thr procedure was performed on (B)(6) 2024, the patient sat on arm of a couch and felt 2 pops in his hip. Since then the patient has experienced swelling and pain with ambulation or laying in certain positions. Also complaining of instability in his left hip. This adverse event was treated by a revision surgery on (B)(6) 2024, in which a r3 const 56mm and a oxinium fem hd 12/14 22 mm +8 were exchanged. Patient's current health status is unknown.

Manufacturer narrative:
Internal reference number: case-(B)(4).

Manufacturer narrative:
D10 has been updated.